Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a cause for the reported single leaflet device attachment cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and deployed on the mitral valve. A second clip was advanced and being manipulated when it was noted that the first clip was no longer attached to the anterior leaflet and remained attached only to the posterior leaflet in a single leaflet device attachment (slda). The second clip was placed without any issues and mr was reduced to grade 3.